Event description:
It was reported the customer had a delivery anomaly on their insulin pump. Customer believed their insulin pump was not delivering as much insulin as programmed. The customer also mentioned they were hospitalized in (B)(6) 2014 with a 103 temperature. Troubleshooting found the insulin pump passed a displacement test. It was also found the customer had a failed battery test on their insulin pump. Troubleshooting did not find any damage to the insulin pump. Customer did not receive a failed battery test at the end of troubleshooting. Customer was advised their insulin pump as working as designed. The customer's blood glucose was unknown. The customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.